Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was in the 500 mg/dl and it gone to the 600 mg/dl. Customer having quite a bit more episodes of high blood sugars. Customer treated with the insulin pump. Customer states that the batteries are not lasting as long. Customer had having these issues for about 6 months. Customer does not want troubleshooting for high blood glycose. The insulin pump will be returned for analysis.